Event description:
Patient reported right side lump or thickening in or near the breast or in the underarm area. Healthcare professional reported right side "leak and intra-capsular rupture" confirmed via MRI. Device remains implanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/29/2010.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 b7 d6b d9 g2 h3 h6.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device assessed as fold flaw opening. As per the investigation procedure, creases and non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: h3; h6.

Event description:
Patient reported right side lump or thickening in or near the breast or in the underarm area. Healthcare professional reported right side "leak and intra-capsular rupture." Device has been explanted.

Event description:
Patient reported right side lump or thickening in or near the breast or in the underarm area. Healthcare professional reported right side "leak and intra-capsular rupture" confirmed via MRI. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lump/nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lump/ nodule.